Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; occupation: clinical operations manager. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from bent cannula and defects that will affect activation of safety sheath. Samples were subjected to further evaluation through cannula stiffness test wherein all samples passed. Moreover, the sg3 needle was successfully activated without any difficulty during simulation. The cannula is fully engaged on the sheath, and no bending, or protruding of cannula was noted. Molding condition of the sheath critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to difficulty or failure of device activation. We have series of visual in-process inspection on molding until boxing process to detect abnormality on the components and assembled products that may lead to problem during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products during manual assembly. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. We have cannula guide chuck used to hold cannula while placing the needle assembly to the collar to prevent unnecessary movement that could damage the cannula. Moreover, when the bevel orientation is correctly placed against the collar then the hub, cannula, and collar are pressed into the protector. If there is bent cannula, then protector cannot be placed into the needle. Lot history files revealed no related nonconformity or any irregularity that would lead or adversely lead to failure in safety sheath activation. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that nurse used the technique of using a hard surface at an angle to engage the safety without issue, but after the safety was engaged was when the top of the needle was seen to be pointing out. She then removed the needle from the prefill syringe (because for flu they take the syringe only out of the room to record the vial #), however, when unscrewing the needle the protruding part of the needle stuck her. Additional information was received 04october2019: the patient underwent the testing protocol to ensure they did not come in contact with any blood borne pathogens. The needle was bent within the sheath causing a needle stick. Additional information was received 08october2019: the patient was not affected. The procedure was not affected. When activating the safety on a hard surface (after procedure) the needle bent and stuck out of the sheath.